Event description:
There was an allegation of questionable urea/bun assay results for three patient samples tested on two cobas 8000 c 701 modules (module 1, module 2) one patient sample was identified to have discrepant results: the initial result from module 1 was 3.8 mg/dl, accompanied by a data flag. The repeat result from module 2 was 53.1 mg/dl. The initial result was deemed implausible and was not reported outside of the laboratory.

Manufacturer narrative:
The serial numbers of the analyzers are: module 1 - (B)(6), module 2 - (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and found a leaking tube from the rinse station unit. He flushed the rinse stations and adjusted the wash water volumes. Qc was acceptable. Test runs were performed, and the device was found to be functioning properly. The investigation determined that the issue found by the fse was the root cause of the event.